Event description:
The patient was being treated for ic claudication utilizing the penumbra aspiration max pump. The system failed to run during multiple attempts to restart. Upon completing several trouble shooting techniques, the pump began to idle but not aspirate. After an extended idle period (approximately 5-8 minutes) the pump resumed aspiration. There was no reported adverse effect on the patient.

Manufacturer narrative:
Result: there is no visible damage to the exterior of the pump. Conclusion: the device was returned for analysis and has been evaluated. The complaint indicates that the pump failed to run during multiple attempts to restart. While trouble shooting, the pump began to idle but not aspirate. After an extended idle period (approximately 5-8 minutes) the pump resumed aspiration. During evaluation of the device, the pump was powered on and vacuum was maintained at (-30 in hg) for 45 minutes without an issue. The pump appears to be functional. The cause of this complaint cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.